Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00034. Concomitant medical products: tmj system left fossa component, small, part# 24-6563, lot# 795360c. Unknown mandible screw, part# ni, lot# ni. Unknown fossa screw, part# ni, lot# ni.

Event description:
It was reported the patient underwent a revision of temporomandibular joint implants on the left side two (2) years following implantation due to unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record for 24-6546 identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section h2, h3, h6 and h10.

Event description:
No further event information available at the time of this report.